Event description:
The nurse of a pt called zoll customer support to report that the patient's monitor wasn't powering up. During troubleshooting it was determined that the patient's battery charger was contaminated. The pt was issue a replacement monitor and battery charger/modem.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is underway. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was intermittently powering up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (contamination) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to corrupted data in the flash memory. In addition, the charger battery board was contaminated. The root cause for the corrupted flash memory data could not be positively identified. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted for the defective monitor and battery/charger/modem. The pt received a replacement monitor and battery charger/modem. Add'l info: (B)(4) -05/01/2011, (B)(4) - 04/01/2013.